Event description:
It was reported that mapping measurements for a right ventricular leadless pacemaker were unacceptable during implant. The helix then got caught on the myocardium and stretched during repositioning. A new pacemaker was implanted to complete the procedure. Patient was stable.